Event description:
It was reported that, during reprocessing, the bronchoviodeoscope tested positive for: 87 cfu of streptococcus mitis groep and 52 cfu of streptococcus anginosus groep on (B)(6) 2024, 152 cfu of neisseria subflava/ neisseria species on (B)(6) 2024, and 32 cfu of neisseria subflava/ micrococus species on (B)(6) 2024. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to b3 of the initial report. See b3 for further details. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: 13 jun 2024. Sampling from: all channels . Cfu: <1. Bacterial identification: n/a. The device was evaluated where internal scratches were found in the insertion section mount and the suction cylinder. This could have disturbed the performance of cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.